Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported "rupture diagnosed via ultrasound and palpation examination, silicone leakage, pain, swelling, itching, and recall." Later reported "rupture confirmed via surgery." This record is for the right side. The device has been explanted and replaced with an unknown device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3b; a5; a6; b3; b5; b6; h6. The event of "capsular contracture, baker grade iii" and "seroma" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Patient reported right side rupture, "silicone is distributed in the surrounding tissue", "pain", "swelling", "itching", and "recalled". Patient later reported "depression" and "lack of sleep". Healthcare professional later reported rupture, "bottoming out," "minimal seroma", "fragments of the thickened original thoracic shell structure", capsular contracture, baker grade iii", and "wakes up more often at night and changes her position". Device has been explanted.